Manufacturer narrative:
Code added to clarify that the symptoms had returned.

Event description:
Additional information was received. It was reported that the manufacturer representative had reprogrammed the patient on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had pain in the sacrum area and had leaking symptoms. On (B)(6) 2016, it was reported that it was not resolved. It was noted that a physician was notified and an appointment was made for (B)(6) 2016. They didn't know why they were having their problems. They felt like the device only worked intermittently, like a clock with a dying battery or a bad connection. They also reported that they were urinating more often and in smaller squirts. They thought it was defective or needed rebooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.